Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to elevated sensing integrity counter (sic) and rv lead pacing impedance variation. The rv lead remains in use. No patient complications have been reported as a result of this event.